Event description:
An erroneous, falsely elevated platelet (plt) result was obtained on a patient sample on an advia 2120i hematology system. The erroneous result was reported to the physician(s) and was questioned, as a lower result was expected since the patient had malaria. The sample was run on a non-siemens system and the plt result also recovered falsely elevated. The sample was repeated for plt on an alternate advia 2120i hematology system as well as on the non-siemens system, recovering lower. The lower plt result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated platelet result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). The red blood cell flowcell (rbc flc) was changed, the rbc sheath filter was replaced, and all reagents were primed. The system is fully operational after the service intervention. The cause of the event is unknown. The system is performing according to specifications. No further evaluation of this device is required.